Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed. There was no patient involvement.

Manufacturer narrative:
Additional information: h7, h9 the customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6)was performed from date of manufacture 02/07/2018 to the present date 12/3/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device failed. There was no patient involvement.